Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported deflation difficulty was not confirmed. The balloon was able to be pressurized to the rated burst pressure (rbp) three times and deflated without issue. The reported resistance with the guiding catheter and rotating hemostatic valve could not be tested due to the condition of the device. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deflation difficulty; however the resistance met with the guiding catheter and rotating hemostatic valve appear to be related to operational circumstances. It should be noted that the multi-link 8 coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, sion blue; guide cath: 7f hyperion jr4, eagle eye, thrombuster, finecross, kusabi. Failure to follow steps: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, 99% stenosed, mid right coronary artery (rca), the multilink 8 stent delivery system (sds) was advanced to the lesion without resistance and deployed at 10 atmospheres (atm). The sds was used for post-dilatation and the balloon was inflated to 14 atm. Afterward, the balloon did not deflate properly. Attempts were made to deflate the balloon using an indeflator and a syringe; the balloon was able to partially deflate. The sds met resistance during removal, but was able to be removed through the guide catheter separately. Intravascular ultrasound (ivus) was performed, the stent looked good with no residual stenosis. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.